Manufacturer narrative:
Carefusion sent a letter via email to the user facility seeking additional information concerning the reported event and the condition of the pt. As of the (B)(4) 2013 there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative and information contained on the maude event report received from the (B)(4) 2013. The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab representative. Upon receipt to the carefusion failure analysis lab, a visual inspection of the unit reveal liquid residue between the unit's front panel display layers, physical damage to unit's top cover and screws were missing from top cover. The carefusion failure analysis lab evaluated the unit and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. However, per carefusion labeling, excessive cleaning solution during cleaning between pts may cause damage to the front panel display resulting in display anomalies. As a precaution the carefusion service department replaced the affected components before running the unit through a complete checkout to ensure it meets all factory specs. Upon completion the unit was returned to the customer ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Respiratory therapist [(B)(6)] called stating this ventilator stopped functioning while on a pt. He states the pt was on CPAP and the ventilator audibly and visually alarmed low ve, he immediately took the pt off the ventilator and provided manual ventilation, he did not shut down the vent and circuit was left to ambient. When the pt was stabilized he tried to put the pt back on the ventilator. He states at that time the ventilator went blank and was not ventilating. He states the led's were lit on the display, however, the touchscreen is blank. He does not remember if he hit reset on the alarms when he put the pt back on." The following description of the event was copied from a maude event report received by carefusion from the (B)(4) on (B)(4) 2013. "Volume 28-dec-2012: rt in reaching for products, bumped the side of the vent, it then powered off; screen black and no ventilation cycling. At 0830 pt had "low minute ventilation" volume alarm while on following settings; c-pap 7, pressure support 14, fio2 at 28 percent. Rcp took pt off vent, bagged and suction for o2 sat of 89 percent. Put back on vent for approximately 15-30 secs. Pt o2sat at that time dropped to 77 percent, when vent turned off. Second rt began bagging pt an o2 sats went to 99 percent 0900 new ventilator placed on pt new settings volume simv rr 14, tidal volume 600, peep 5, ps14 fio2 28 percent."